Manufacturer narrative:
Examination of the submitted device confirmed the screw component is missing. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code 210040016 finds no additional reports. The root cause of the missing screw component is unknown. The device exhibits evidence indicating it was previously used in surgery. The reported event is being considered an isolated incident. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The global unite trial is broken.